Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. Philip's service engineer (se) inspected the device. The se found no trace of an o2 leak. The se tightened the o2 connection, replaced the water trap and all test passed.

Event description:
It was reported that the ventilator had an o2 leak in the water trap. There was no patient involvement. The event date was not specified; estimate used.